Event description:
A cartridge change error was reported for the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform various tasks, such as inspecting and cleaning parts of the pump. Despite these efforts, the cartridge could not be successfully loaded onto the pump, leading technical support to refer the issue to csa for further troubleshooting. Backup therapy through manual daily injections (mdi) was noted.